Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop investigation. Data logs showed about 1 hour and 13 minutes into support, pump was in aorta that triggered alarm impella position in aorta. Pump then was disconnected from the console. Based on clinical description and data review, the root cause of positioning issue was use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During CPR, the impella cp ,including pigtail, migrated back across the aortic valve. The pump was not able to be repositioned therefore, the pump was removed, and a new pump was placed. There was no patient harm related to the event.